Event description:
[Redacted], st [surgical technician] was unable to deploy the pouch out of the tube device and while attempting to do it the plastic handle broke. No small pieces were left behind; the handle broke into two parts.